Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon eval, there were poor solder connections at both pp+ wires inside the distribution node (dn). The cause of the poor solder cannot be positively identified but is likely excessive force placed on the electrode belt cables. No adverse event resulted from the damaged wires. The last pt to use this belt did not report any deficiencies.